Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient and a manufacturer representative reported that the patient was having trouble maintaining coupling and keeping their recharger antenna over their implantable neurostimulator (ins) when recharging. The patient had lost approximately 20 to 25 pounds since implant and because of this weight loss their ins was moving around a lot more and was more accessible. The ins always moved a little which their doctor told them it would but at the time of the report it was moving about 2 millimeters in each direction. The patient had tried using the recharger belt and the adhesive discs when recharging. It took the patient about 2.5 hours to charge ¼ of their ins. It was noted that sometimes the patient would charge for 5 to 8 hours and they could not charge past ½. The charging issues started about 20 days prior to the report. A pocket revision was scheduled for (B)(6) 2016. There were no patient symptoms reported. The patient was implanted for non-malignant pain and failed back surgery syndrome.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.